Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted the hernia recurrent that was adjacent to the mesh that as causing pain and complications. He noted the mesh was encroaching into the abdomen. The vas deferens was incorporated into the mesh and he sacrificed the vas deferens and removed the mesh. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 5/24/2022. Additional b5 narrative: it was reported that the patient experienced adhesions and discomfort following surgery.

Manufacturer narrative:
Date sent to the FDA: 2/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.